Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the surgeon was tightening the set screw in the glenosphere when the tip of the mwj127 screwdriver broke.

Manufacturer narrative:
The reported event was confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following the returned device exhibits signs of usage as evident by the wear marks on the shaft and presence of water marks indicating multiple reprocessing cycles of cleaning and sterilization. The tip at the distal end of the device has breakage and got separated resulting from an application of high impact torsional load. The shiny and planar breakage patterns indicate it to be brittle fracture. The fragmented part of the device was not available for inspection. Also the device also has presence of dark red or brown spots of blood over the shaft and at the tip. Moreover the hardness test was performed on the cylindrical surface closest to the fractured surface of the returned item. The avg. Value indicates the material being within the limit with the accordance range. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to a user related issue. The failure was caused due to an exposure to extensive torsional load. If any further information is provided the complaint report will be updated.

Event description:
It was reported that the surgeon was tightening the set screw in the glenosphere when the tip of the mwj127 screwdriver broke.